Event description:
It was reported through social media that a patient's device was removed due to infection. The patient's name is currently unknown. No further relevant information has been received to date.